Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. Reviews of the documentation, manufacturer¿s instructions, and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, reviews of the manufacturer's instructions and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device which states all the necessary indications, contraindications, warnings, and precautions. Based on the information provided and no product returned, investigation has concluded that there was no reported product with cook¿s device, it just happened to be involved in a procedure where another manufacturer¿s device caused an adverse event with the patient. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [ancona et al._hypertrophic left ventricle.pdf].

Manufacturer narrative:
PMA/510(k) number = pre-amendment. (B)(4). There is no evidence to support that the cook guidewire was in place at the time of the event. The authors also conclude that the event occurred as a result of the patient's anatomy. Citation: ancona mb, et al. "Hypertrophic left ventricle with small cavity and severe aortic angulation: a dangerous association in case of transcatheter aortic replacement." Jacc: cardiovas interven. 2018; 11 (4): e29-30. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
A publication describes a patient who experienced a perforation of the lateral wall of the left heart ventricle that was attributed to manipulations of a movable core wire guide (cook). The patient developed pericardial tamponade. She underwent immediate pericardiocentesis and subsequent surgical treatment to treat active bleeding of the perforation. According to the article, the authors believe this complication occurred due to three anatomical conditions, which together caused the complaint device never to reach intended position but always to point toward the later wall of the left ventricle (lv): the increased aortic angel of the aortic valve; the small lv cavity with an hypertrophic basal septum; and the unfavorable alignment between the lv and the aorta. It was reported in the literature that a straight tefcor movable core wire guide (cook) was used during a transcatheter aortic valve replacement (tavi) involving an (B)(6) female patient with worsening symptoms of heart failure. Echocardiography revealed paradoxical low-flow aortic stenosis with a small left ventricle (lv) and septal hypertrophy. During the procedure, the aortic valve was crossed with a straight tefcor movable core wire guide and another manufacturer¿s catheter and then advanced into the left ventricle and exchanged for an unknown pigtail. The authors state that the pigtail and another manufacturer¿s small wire were unable to advance into the apex of the left ventricle, as the ¿stiff wire¿ often approached the mitral valve. During guidewire manipulation into the left ventricle, pericardial tamponade occurred. Transesophageal echocardiography (tee) revealed perforation of the lateral wall of the left ventricle. Pericardiocentesis was immediately performed, followed by surgical treatment for active bleeding. Additional information was requested; however, the physician stated "he didn't have nothing to complain or add". Lot number is unknown. Complaint device will not be returned to the manufacturer to aid in the investigation.